Event description:
It was reported that the pump experienced a malfunction, identified by a specific malfunction code, malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing reset information for the pump, and after resetting, the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support should the issue reoccur.